Event description:
The manufacturer received information alleging a ventilator alarming red screen. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarming red screen. The device was not in patient use. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. During the evaluation service required and vent inop codes were found in the ventilator's downloaded error log. The device's blower assembly needs to be replaced to address the issue. The customer requested to send devices unrepaired.